Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, cracked battery tube threads, and minor scratched display window.

Event description:
It was reported that the customer's insulin pump had a crack around the battery casing. The customer's blood glucose level was not reported. He/she was advised to disconnect from the insulin pump and revert to a back-up plan. The product was returned. Nothing further to report.